Manufacturer narrative:
This is a medwatch report filed with the FDA (report mw5093392) reporting that a sponge unraveled during surgery. It was reported fragments of the sponge had to be removed from the patient. The sample is not available to be returned to the manufacturer for evaluation. There was no contact information provided in the medwatch that the manufacturer received from the FDA to follow up with the customer therefore no additional information is available to be obtained.  Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported the sponge unraveled during surgery and had to be removed from the patient.